Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that the patient interface with lost suction resulted aborted flap in unknown eye during lasik surgery. There are multiple related reports for this event. This report addresses the patient unknown, unknown eye and additional manufacturer reports will be filed for the other patients.

Manufacturer narrative:
Additional information provided in b.5., h.3., h.6., and h.11. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The review of logfile for the day of treatment shows all laser system functions were within specifications. The vacuum check, the energy check and the ablation check were performed successfully without issues. The reported treatment took place. The logfile shows thirty-seven successfully performed treatments. The reported treatment could be identified in the logfile. The log file shows that the check was performed about two minutes and twenty seconds before the start of the treatment and not immediately before the treatment. The logfile shows vacuum one time was around one hour thirty minutes., the vacuum second time was around fourty three seconds., the duration of the docking process was around three hours thirty-six minutes. And the total treatment duration was around three hours fifty minutes the surgeon missed vacuum two times and vacuum twice. Suction ring and patient interface were docked three times on patient¿s eye because the surgeon has had difficulties to reach a valid suction one and second value. The treatment of the patient´s left eye was finished successfully without any issue. Reported malfunction is not visible in the logfiles and thus cannot be confirmed. Review of the logfiles for the treatment day shows no relevant warning or error messages. No technical root cause could be identified. The system was working within specification. A root cause for the reported event could not be determined because according to logfile review the product met manufacturer¿s specifications. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that the patient interface with lost suction resulted aborted flap in left eye during lasik surgery. There are multiple related reports for this event. This report addresses the patient unknown, left eye and additional manufacturer reports will be filed for the other patients.